Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after feeling a vibratory notifier. Remote monitoring was unable to be performed by clinic staff. After a few unsuccessful attempts to troubleshoot the issue, it was suspected that the implantable cardioverter defibrillator may be in backup vvi operation. The patient then presented in clinic for further review. Upon review, the device exhibited backup vvi operation. The device was successfully restored. The patient was stable throughout.